Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When final tightening the outer innie on the dual innie set screw, the 4 tips of the torque driver sheered off. The surgeon was still able to finish the procedure, however extra x rays had to be taken to locate the broken fragments of the driver that were in the patient. The hospital requires a replacement asap.

Manufacturer narrative:
(B)(4). One (1) expedium dual innie castle nut final tightener [product code: 2797-22-870, lot no: gb38769] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that all four castle nut tabs were fractured at the distal tip of the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The fracture analysis report suggests the tabs underwent a quasi-static torsional overload failure. No material defects or other abnormalities were observed in this analysis. Driver met hardness specification. The root cause for the castle nut tabs breaking cannot be positively determined. However, the fracture analysis report suggests the tabs underwent a quasi-static torsional overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.